Event description:
It was reported that the impedance daily measurements of the right ventricular (rv) lead suddenly exhibited high out of range values for both pacing and shocking impedance. The rv lead also recorded failure to capture and high capture thresholds. Reportedly, the left ventricular (lv) lead was programmed to lv and rv configuration, which also exhibited high out of range impedance that was related to the rv lead. Then, the lv lead was reprogrammed to bipolar configuration and the lv exhibited normal values within range. An x-ray was performed, however, the cardiac resynchronization therapy defibrillator (crt-d) orientation made difficult to determine the rv lead connection in the device header. In addition, the patient received inappropriate therapy due to sensing failure and there were several untreated episodes recorded due to shortness of noise. The patient did not realize that therapy was delivered from the device and is not pacemaker dependent. Subsequently, the patient was hospitalized for monitoring purposes and the crt-d device was deactivated. A revision procedure was indicated to be performed in the near future, however, there is no evidence of a scheduled procedure at this time. No additional adverse patient effects.

Event description:
It was reported that the impedance daily measurements of the right ventricular (rv) lead suddenly exhibited high out of range values for both pacing and shocking impedance. The rv lead also recorded failure to capture and high capture thresholds. Reportedly, the left ventricular (lv) lead was programmed to lv and rv configuration, which also exhibited high out of range impedance that was related to the rv lead. Then, the lv lead was reprogrammed to bipolar configuration and the lv exhibited normal values within range. An x-ray was performed, however, the cardiac resynchronization therapy defibrillator (crt-d) orientation made difficult to determine the rv lead connection in the device header. In addition, the patient received inappropriate therapy due to sensing failure and there were several untreated episodes recorded due to shortness of noise. The patient did not realize that therapy was delivered from the device and is not pacemaker dependent. Subsequently, the patient was hospitalized for monitoring purposes and the crt-d device was deactivated. A revision procedure was indicated to be performed in the near future, however, there is no evidence of a scheduled procedure at this time. No additional adverse patient effects. Additional information indicates the rv lead was replaced and the new lead measurements are showing adequate values. Reportedly, the lead was isolated and will not be returned for analysis. The crt-d device remains in service. No additional adverse patient effects were reported.